Event description:
During initial assessment of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to a ground bond failed performance to meet specification.

Manufacturer narrative:
(B)(4). Additional information: the customer discontinued use of the homechoice for reasons unknown and returned the device to the tampa bay facility. The device was received operational and in good condition. The assignable cause for rite test failure - ground bond was determined to be loose door post set screw. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun. Additional information will be sent in a follow up MDR.